Event description:
It has been reported "mps reported green not going away during cutting and inaccurate cuts. I informed mps that the green not going away during cutting might be related to a faulty mics handpiece. Surgeon is requesting service due to inaccurate cuts. Case completed robotically". Update 06may22 - case type tka "field service agent came out today and said the bump stops on j2 were knocked out. The robot has been fixed and is fully operational now".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
It has been reported "mps reported green not going away during cutting and inaccurate cuts. I informed mps that the green not going away during cutting might be related to a faulty mics handpiece. Surgeon is requesting service due to inaccurate cuts. Case completed robotically". Update 06may22 - case type tka. "Field service agent came out today and said the bump stops on j2 were knocked out. The robot has been fixed and is fully operational now".

Manufacturer narrative:
Reported event an event regarding registration fails involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? Yes trouble shooting notes: rob1285 - mps reported green not going away during cutting and inaccurate cuts work performed: found both j2 bump stops misaligned due to be rammed against. Re-aligned the j2 bump stops to 10 and 32 degrees and placed new loctite on is. Ran a kin cal as well to calibrate the system. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the device was manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.